Event description:
Very painful auto immune responses [autoimmune disorder] ([pain]) diagnosed with pseudo septic arthritis [pseudoseptic arthritis] ([unable to walk], [painful joints], [joint swelling], [stiffness joints]). Case narrative: initial information received on 24-sep-2025 regarding an unsolicited valid social media serious case received from the patient. This case involves adult male patient who experienced very painful auto immune responses and diagnosed with pseudo septic arthritis after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. On (B)(6) 2025, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection in the right knee (strength: 48mg/6ml) (with unknown dose, route, frequency and indication). Patient reported that he had the misfortune of taking the synvisc one for his right knee on (B)(6) 2025. Patient had been diagnosed with pseudo septic arthritis (arthritis) (onset: (B)(6) 2025; latency: few days). He noticed stiffness in his hands and wrists within days on the injection and both shoulders had stiffened up by the end of the week (joint stiffness) (onset: jul-2025; latency: few days). Patient reported that within a week, he could barely walk and his right knee had swelled up (joint swelling) (onset: jul-2025; latency: approximately 1 week). It was also reported that by the 3rd week his knees, hips, ankles and neck were so extremely sore and stiff and could no longer walk (arthralgia and gait inability) (onset: jul-2025; latency: few weeks). Patient also had experienced some very painful auto immune responses (autoimmune disorder and pain; seriousness criteria: medically significant and intervention required) (onset: 2025; latency: few days) (with unknown batch number and expiry date for all the events). It was also reported that patient could only hope and pry that these symptoms go away once this horrible drug was out of his system which could be up to 6 months. Patient also mentioned please advise him on what he should do now. No lot number was provided. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for both the events. Seriousness criteria: medically significant and intervention required. Corrective treatment: not reported for both the events. Outcome: not recovered for both events. A (product technical complaint) (ptc) was initiated on 24-sep-2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). On 08-oct-2025, sanofi has received complaint related to product synvisc-one. The batch/lot no. Is unknown. For complaint description refer (B)(4). The incident description, the investigation urgency has been confirmed as standard. Per the product-specific complaint codes for synvisc-one, and the incident description, the defect code other pharmacovigilance event has been assigned to this investigation. The minimum investigation requirements for defect code other pharmacovigilance event includes product event history review, lot history review, qa batch/manufacturing review, the results of these reviews are summarized below product event history review: attachment 01- qualipso product event history report for the past two years is generated on 14-oct-2025 and showed 127 complaints related to other pharmacovigilance event (including current complaint). There is no confirmed complaint reported. Attachment 02- comet product event history report for the past two years was generated on 14-oct-2025 and it showed 108 complaints associated with defect code " other pharmacovigilance event. Only one confirmed complaint was identified among the 108 reported. Based on the above details it is inferred that there is only one confirmed complaint reported. Lot history review: as the batch number is unknown, lot history review and assessment is not possible. Complaint sample evaluation: complaint sample is not available. Hence assessment is not applicable. Attachment 03 investigation outcome: as the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. All finished batch records must be reviewed for specification conformance before release. Any out-of-specification results are addressed through the nonconforming material or product process. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. If a CAPA (corrective and preventive action) is required, complaint handling will be followed. Trend analysis: if the number of complaints is = 10 confirmed complaints with the same defect code for the implicated product it indicates a potential trend for the assigned defect type. A confirmed complaint is one where the investigation has concluded that the reported event is linked to a failure or that the defect is related to the product or manufacturing process. A review of the product event history reveals that 235 complaints including the current complaint for product synvisc-one with defect code other pharmacovigilance event. However, review of investigation conclusions infers that there is only one confirmed complaint were identified for the product synvisc-one with defect code other pharmacovigilance event and indicates that no potential trend (n = 10) exists. Considering the above further trend analysis of the product based on the quarterly data is not warranted. Conclusion: based on investigation outcome and no qee (unknown abbreviation) was opened. No qdn (unknown abbreviation) was opened. As there is no batch no available. The investigation urgency is confirmed as standard. As the batch number is not available for subject complaint, no assessment is possible. Hence investigation conclusion is selected as no assessment possible with cause code as undetermined cause. Sanofi em&s gen med vaccines quality team will continue to monitor and trend these types of events and work with the cmo(s) to initiate corrective and/or preventive actions as necessary. If additional information becomes available for this complaint, the investigation will be reopened and re-evaluated. The final investigation was completed on 14-oct-2025 with summarized conclusion as no assessment possible. Additional information was received on 14-oct-2025 from quality department: ptc details added, clinical course updated, text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated on (B)(6) 2025: this case involves an unknown age adult male patient who experienced very painful auto immune responses and diagnosed with pseudo septic arthritis after being treated with hylan g-f 20, sodium hyaluronate. Based on the available information, causal role of company suspect device could not be ruled out for the occurrence of reported events. However, a better description including chronology, as well as information on personal and family history if any, information on underlying indication, specific relevant lab details, concurrent conditions, past treatments and concomitant medications is currently missing. The case will be reassessed based on follow-up information that will be received.

Event description:
Very painful auto immune responses [autoimmune disorder] ([pain]). Diagnosed with pseudo septic arthritis [pseudoseptic arthritis] ([unable to walk], [painful joints], [joint swelling], [stiffness joints]). Case narrative: initial information received on 24-sep-2025 regarding an unsolicited valid social media serious case received from the patient. This case involves adult male patient who experienced very painful auto immune responses and diagnosed with pseudo septic arthritis after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. On (B)(6) 2025, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection in the right knee (strength: 48mg/6ml) (with unknown dose, route, frequency and indication). Patient reported that he had the misfortune of taking the synvisc one for his right knee on (B)(6) 2025. Patient had been diagnosed with pseudo septic arthritis (arthritis) (onset: jul-2025; latency: few days). He noticed stiffness in his hands and wrists within days on the injection and both shoulders had stiffened up by the end of the week (joint stiffness) (onset: jul-2025; latency: few days). Patient reported that within a week, he could barely walk and his right knee had swelled up (joint swelling) (onset: jul-2025; latency: approximately 1 week). It was also reported that by the 3rd week his knees, hips, ankles and neck were so extremely sore and stiff and could no longer walk (arthralgia and gait inability) (onset: jul-2025; latency: few weeks). Patient also had experienced some very painful auto immune responses (autoimmune disorder and pain; seriousness criteria: medically significant and intervention required) (onset: 2025; latency: few days) (with unknown batch number and expiry date for all the events). It was also reported that patient could only hope and pry that these symptoms go away once this horrible drug was out of his system which could be up to 6 months. Patient also mentioned please advise him on what he should do now. No lot number was provided. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for both the events. Seriousness criteria: medically significant and intervention required corrective treatment: not reported for both the events. Outcome: not recovered for both events.